Manufacturer narrative:
No sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defect, such as damaged tips and cutting edges, are removed form the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
An operating room head reported that a blunt knife was experienced during surgery. The procedure was successfully completed by using the blunt knife with no impact to the pt.